Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mold inserts in the loaner prostalac set used for this case have what appears to be a mushroomed or deformed rim/lip therefore when the mold is made the cement end breaks off exposing the metal. This edge needs to be smooth to allow the mold to release the implant without damage. During this case, once the cement mantle around the prostalac stem had hardened, the tip of the cement encasing the stem broke off during mold and stem insert removal.

Manufacturer narrative:
No instruments associated with this report were received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.